Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 9/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.

Event description:
On 9/dec/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, which required hospitalization and transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. End stage renal dialysis (esrd) patients undergoing peritoneal dialysis (pd) therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Although the details and timeline are unknown, the patient reportedly transitioned to incenter hemodialysis (hd) following discharge. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., causality, offending organism, discharge summary, hospital records, medication records) have thus far proven unsuccessful.